Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "when seasoned nurse was placing a PICC, she had one of the orange wings break off on the introducer instead of peeling away." No patient harm was done, another kit was opened and used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken microintroducer handle is confirmed but the exact cause was unknown. Four photographs of a 4 fr single lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed a catheter inserted into the sheath of a 4.5 fr microintroducer. A portion of the handle of the microintroducer sheath was observed to be completely detached and the proximal end of the grey sheath was left protruding from the other portion of the handle. No pieces of the sheath could be seen in the broken off portion of the handle and what appears to be a small slit was observed in the broken handle piece where the sheath may have been attached. The investigation was forwarded to the manufacturing facility for further evaluation; however, the root cause of the break in the t-handle could not be determined based off evaluation of the returned photographs and without return of a physical sample. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "when seasoned nurse was placing a PICC, she had one of the orange wings break off on the introducer instead of peeling away." No patient harm was done, another kit was opened and used. No other information was provided.